Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per dealer, the customer is complaining that the wheels are leaving black marks on the floor. He states the wheel lock bolt is close the tire which may be causing it to rub, possibly causing the tire to rub off. MDR filed.